Event description:
Info was received in 2005 from a dr via a sales rep regarding a female pt with an unk medical history, who experienced escherichia faecalis. The pt began treatment with synvisc on an unk date in 2005. The pt recieved three injections of synvisc into unk knee on unk dates in 2005. Approximately 36 hours after the third injection, the pt was admitted to a hosp with effusion and pain in the injected knee. The treating dr performed an arthroscopic procedure on the knee and withdrew bloody fluid. (The pt is currently taking coumadin.) A sample of the knee aspirate was sent for culture. Results: positive for presence of escherichia faecalis. At the time of this report, the pt was "doing better." Additional info was received in 2005 from the dr. The pt was a female with a medical history of osteoarthritis. The pt received three injections of synvisc into the right knee in 2005. The dr stated that he routinely rubs iodine on the skin of the injection site and leaves it on for approximately 60 seconds prior to injecting synvisc. He felt that it was unlikely that escherichia faecalis could be from skin contamination into the knee joint. The dr assessed the causality as possibly related to synvisc. Follow-up info was received in 2005 from the dr. The dr reported that the pt is still "miserable" and is taking a lot of pain medication. The pt was a candidate for knee replacement surgery, but due to the setback of the infection, it would "be a while" before she could have the surgery. The dr had checked with the local hosp and there was a pt in the hosp with an escherichia faecalis infection (not related to synvisc injections). However his pt had received synvisc injection in his office and had not gone to the hosp until after the infection had already developed, so the possibility of the infection coming from this hospitalized pt seemed remote. The dr had also investigated the possibility that somehow his pt's knee fluid sample had been cross-contaminated with escherichia faecalis from samples from the other pt who had culture samples being processed in the same laboratory at approximately the same time. The laboratory assured him that cross-contamination of his pt's knee fluid sample or knee fluid culture with escherichia faecalis from the other hospitalized pt was not possible. The dr also reported that it was definitely the organism escherichia faecalis, and not escherichia coli or enterococcus faecalis, which was cultured from his pt's knee fluid.